Event description:
The customer reported being hospitalized due to low blood glucose. The customer's most recent glucose reading was 82mg/dl. The caller stated that the insulin pump was not exposed to an MRI. The customer mentioned that the screen had half of the segments light up, and the other half of the display did not. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.